Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2014, inratio 1.7, lab 4.2. Time between tests: about 2 hours. Pt self tester was milking finger after finger stick. Therapeutic range: unk. She had a nose bleed the whole week before the (B)(6) result and then it stopped within a day after result, as she said she stopped taking her coumadin. She said she also has bruises on her arm and was concerned; no add'l info provided. She said she currently does not have a nose bleed or other bleeding and has no clotting and was not given vit k treatment.

Manufacturer narrative:
Investigation pending.